Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction: h6 (clinical code, results code). The reported event could be confirmed, based on the formal expert opinion. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿improper selection, placement, positioning, and fixation of the prosthetic components may result in unusual stress conditions and a subsequent reduction in service life of the prosthetic component. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone.¿. No indications of material, manufacturing or design related problems were found during the investigation. Formal medical opinion was sought from an experienced independent medical expert as below; ¿the CT-scan shows two well-fixed components, both tibial and talar components. There has been some anterior subsidence of the tibial component. In the ap-direction the tibial component seems to interfere with the fibula, showing some cystic changes and a sclerotic line. Since the distal tibiofibular syndesmosis has some freedom of motion, intermittent abutment of the fibula against the tibial component is possible. The prosthesis looks intact. Clinical information and/or bone scan could offer more information on the clinical relevance of this finding." Based on the available information and the formal expert medical opinion the root cause cannot be attributed. More clinical information and the retrieved implant is required to determine the root cause that led to the revision. If device is returned or any further information is provided, the investigation report will be reassessed.